Event description:
It was reported to boston scientific corporation through the (B)(4) study that an obtryx system was used during a sling placement procedure performed on (B)(6) 2007. According to the complainant, twelve months after the procedure, the patient reported leg and hip pain and osteoarthritis of hip. The pain was described as 50 on the visual analogic pain scale. Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
(B)(4); (B)(6).